Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit premature battery depletion, and a battery depletion code was emitted and beeping tones. A request was made to have the data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit premature battery depletion, and a battery depletion code was emitted and beeping tones. A request was made to have the data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.